Event description:
It was reported that the patient was a drug discrepancy after a pump refill in (B)(6) 2011. The patient went to the hospital due to flu-like symptoms that she was experiencing at that time. The pump telemetry confirmed she had the correct drug and infusion rate. After the patient requested for packing slip/order form for the drug that was used, it was noticed that the drug was incorrect. The clinic acknowledged this as well and corrected it over the course of three refills. The drug delivered via pump was clonidine. The status of the patient at the time of report was alive, without injury and no adverse event.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, lot# n280306001, implanted: 2011-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).